Event description:
It has been reported that the needle eclipse 18x1-1/2 rb has been found experiencing 16 occurrences of containing foreign matter before use. The following has been provided by the initial reporter: it was reported spots were noticed inside the wrapper. Event description per attached email states, "the spots are inside the wrapper."

Manufacturer narrative:
H.6. Investigation summary: photo evaluation: 1 photo was received for investigation. Observed black spots on the packaging. Sample evaluation: 16 actual samples in sealed package were received for investigation. All 16 actual samples were subjected to visual inspection to check for foreign matter. Observed black/brown foreign matter inside the packaging of all the 16 returned samples. Fourier transform infrared spectroscopy (ftir) analysis: the black/brown foreign matter was sent for the ftir test to determine the foreign matter type. The ftir results shows that the spectrum matches reasonably with that of polyurethane. Polyurethane is a type of thermosetting polymers and used in various applications including injection molded devices due to its flexibility, tear resistance and abrasion resistance. Able to confirm the customer experience based on returned samples. Based on ftir results, the black/brown foreign matter is polyurethane. The manufacturing process was reviewed. The timing belt at the primary packaging machine is of polyurethane material. Based on the DHR review, there were no abnormality was detected during the production of the affected batch. It is likely that the gear offset and rub onto the belt causing parts of the belt to shave off and fall into the blister pack. The gear could have been realigned but the production technician may not check the blister pack for any foreign matter that may have fallen in due to the issue and result in the affected blister pack from proceeding to the next station. The below action have been taken. Conducted awareness training to the production technician to check the condition of the parts at the station when they do troubleshooting of the issue at that particular station in apr 2019. Installed a tray below the belt to prevent any debris from falling into the blister pack in apr 2019. This batch is produced in jan 2019 which is before the action implementation.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the needle eclipse 18x1-1/2 rb has been found experiencing 16 occurrences of containing foreign matter before use. The following has been provided by the initial reporter: it was reported spots were noticed inside the wrapper. Event description per attached email states, "the spots are inside the wrapper."